Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 480 mg/dl. The customer's blood glucose was 285 mg/dl at the time of call. The customer's mother stated that they were not feeling well and nauseous. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device had cracked case at display window corner and minor scratched display window.